Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the surgeon noticed that the jaws of the monopolar curved scissors (mcs) instrument were not opening. The instrument was later disengaged and reengaged as well as the drape adapter, however the same problem persisted. A backup mcs was placed and it worked fine. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer confirmed that there was no tissue grasped by the mcs. There was no injury nor any adverse effect that was afflicted to the patient. A backup mcs was used and the surgery was completed successfully. It was noted that the customer discovered a broken cable after washing the instrument in the central sterile supply department (cssd). No patient demographics were available.